Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging a meter message/other message; "try again with another strip". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.